Event description:
Customer reportedly obtained a result of 120mg/dl while exhibiting hypoglycemic symptoms. Within 30-45 minutes, the customer was unresponsive and the paramedics were called. The customer tested 34mg/dl on the paramedic's device and received a glucose IV. She was transported to the hospital, however, no further treatment for diabetes was received. Requested return of suspect system and replacement was sent.